Event description:
Attorney reported: (B)(6) 2006: pt underwent surgery for repair of a recurrent incisional hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) /2007: pt underwent surgery to remove his ventralex hernia patch because it buckled and subsequently injured him. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.